Event description:
It was reported that biomed had an arctic sun device that had flow issues, the system only took in 3 quarts but showed full. They drained and refilled and ensure it had the cleaning solution so that the water level sensor can pick up on the water, that corrected the level issue and flow issue. Since the device had 10064 hours and no record of a 2000 hour preventive maintenance. In evaluation findings they performed 2000 hour preventive maintenance service.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that had flow issues, the system only took in 3 quarts but showed full. They drained and refilled and ensure it had the cleaning solution so that the water level sensor can pick up on the water, that corrected the level issue and flow issue. Since the device had 10064 hours and no record of a 2000 hour preventive maintenance. In evaluation findings they performed 2000 hour preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.